Event description:
A representative reported a patient died on (B)(6) 2013. They did not know the cause of death. The medication infused was baclofen. It was later reported that the cause of death (on the certificate) was septicemia, pressure ulcer stage 4, and secondary ms. The pump was buried with the patient. A representative also noted that they were only informed of the death because the hospital asked about turning the pump off. The hospital did not give them any information about the cause of death and did not give them any indication that it was considered device related.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).